Event description:
A company representative, on behalf of a customer, reported to olympus that while using the bronchofibervideoscope, the balloon was lost in the patient during the procedure. It was stated that the balloon was retrieved in whole. Additional information was requested multiple times about the procedure, event and patient outcome but was not received. This event requires two reports: patient identifier (B)(6) is for the evis eus ultrasound bronchofibervideoscope. Patient identifier (B)(6) is for the balloon.